Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was changing the infusion set this morning and received a no delivery alarm on the insulin pump. Customer stated that she changed the set and got the same thing. Customer's blood glucose was 440 mg/dl. Customer stated that she is attempting to treat with the pump. Customer stated that she has a back-up plan and has treated with the pump. Customer stated that the alarm just occurred and occurred during manual prime customer stated that the alarm is not recurring and the issue has not been resolved. Troubleshooting was performed and customer ran a manual prime. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump is working as designed.